Event description:
Complaint received - brakes not holding. No injuries alleged.

Manufacturer narrative:
Technician found the bed in bed shop. Brakes were not holding due to worn casters. Replaced brake casters to resolve this issue. Unit now working properly.